Event description:
During a c-section, rn obtained arterial and venous blood gases using portex pro-vent arterial blood sampling kits. It took a great deal of pressure to activate the needle cover. Both times she nearly broke the the needle before the device clicked over the needle.